Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Investigations have shown a deficiency of the architect system exists in that messages are not processed within the expected time period. The software should be changed to recalculate the time period measured. The 8275 error message occurs when a sample is unexpectedly detected at the sampling position, but the tests are allowed to process to completion. (B)(4) will address the issue by developing new firmware that will delete extra pending messages and avoid the 8275 error. Architect system software will be updated to send samples affected by error code 8275 to exceptions. The complaint issue involves the interaction between the accelerator aps and the architect systems. Tracking and trending identified no adverse trends in conjunction with the complaint issue currently under evaluation. Labeling was reviewed and found to be adequate.

Event description:
An architect i2000sr analyzer generated error code 8275. There was no adverse impact to patient management reported.